Event description:
The customer reported that the device showed a failure error during care of a pt. There was no impact to the involved pt. The users switched to a different defibrillator to treat the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.